Event description:
Customer reported a high blood glucose reading, but specific value was unknown as display showed "high." Customer administered a correction injection using multiple daily injections (mdi) and received assistance from technical support with updating the pump time and date. The customer was advised to monitor and follow up if discrepancies reoccur, which they understood and acknowledged. No third-party assistance was required.